Event description:
It was observed that during the device evaluation, there was a damage (cut/split) on the cable, and therefore, the watertightness was lost.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to user. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.